Event description:
Philips received a complaint by the customer on the v60 indicating that a "1122 high temperature alarm" error code was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse), and the rse advised the customer that the device may have a faulty blower or mc pcb. The rse provided the customer with the parts ID for the blower assembly and mc pcb for repair.

Manufacturer narrative:
The customer replaced the blower motor, and the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.